Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to hyperglycemia and convulsions. The customer stated that there was a difference between the reading of the glucose sensor and the actual blood glucose. The customer's most recent glucose reading was 70mg/dl. The customer stated that he was connected during rewind/prime process. Reviewed the priming technique and nothing was found. The programming seems fine. The customer stated that he was in convulsion, and glucose was delivered by his spouse. When the paramedics arrived his blood glucose was 111mg/dl. No further info was provided.